Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 01/13/2016, to report that on (B)(6) 2015, their sensor wire was detached. The sensor insertion was at the abdomen on (B)(6) 2015. Patient reports that the sensor wire remained in the skin. No additional event or patient information is available.